Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure; poss cause of syncope. Specific component(s) involved: external battery malfunction; possible breaks in wires at entrance of battery. Causative or contributing factor: patient noncompliance in device maintenance and protection; intervention(s): replacement of external controller; replacement of external battery implant device type: lvad;